Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported event of teflon pad melted/loose. Visual and microscopic inspection found a portion of the teflon pad had partially separated, and exposing metal. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Report 2 of 2. Refer to medwatch report number 2951238-2016-00003 for the first device associated with this event.

Event description:
Olympus was informed that during an unknown diagnostic procedure, the teflon pad melted and became loose. No device fragment fell inside the patient. There was no damage to the probe unit. The procedure was continued with another similar device, but it reportedly failed in a similar manner. The intended procedure was completed using a third device. There was no patient injury reported. No additional information was provided. Report 2 of 2. Refer to medwatch report number 2951238-2016-00003 for the first device associated with this event.